Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The test p-cap does not lock properly in place in the reservoir compartment noted. The pump was received with minor scratches on lcd window, scratched case, cracked keypad overlay, cracked case (battery tube), broken reservoir tube lip, broken belt clip rails, partially broke retainer and missing reservoir tube o-ring. Unable to perform the functional testing due to the partially broken retainer and broken reservoir tube lip. In summary, the pump was received with a broken belt clip rails, broken reservoir tube lip, partially broken retainer and missing reservoir tube o-ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced the belt clip rails of the insulin pump were damaged. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the device was returned for analysis.